Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the pump had a defective purple locking mechanism. The locking mechanism was extremely difficult to pull out and was also noted to be difficult to lock and unlock. Scratching inside of the pump was also observed. The surgeon did not feel comfortable using the pump so it was exchanged for a new one. The issue occurred during pump prep.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, (B)(6), confirmed rtv residue on the cuff lock and cover plate, which would have contributed to the reported difficulty unlocking the cuff lock during pump preparation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. The tunneling adapter was returned attached to the pump cable. The cuff lock was able to slide normally in the returned state of the device. After removing the cover plate screws, the cover plate remained bonded to the motor cap due to rtv at the screw holes. The cover plate was able to be removed with moderate force. The underside of the cover plate revealed rtv at all 4 screw holes, along with lines of rtv streaming down the underside of the cover plate. There was some additional residue on the motor cap. Visual inspection of the cuff lock after it was removed from the device revealed rtv residue on the sides of the cuff lock, predominantly on the right side. The rtv residue on the sides of the cuff lock aligned with the lines of rtv on the cover plate. The cuff lock appeared to have been bonded to the cover plate, resulting in the report of initial difficulty opening the cuff lock during pump preparation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that could have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects.(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Human error was identified as the probable cause for the excess rtv applied to the cover screws, resulting in the cuff lock being glued to the cuff lock cover. As a result of the evaluation, an awareness training was completed with the manufacturing operators and supervisors. The process failure mode effects analysis (pfmea) rev. D for hm3 lvad final assembly will be updated under change order to capture this failure mode. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The surgical procedures section of the IFU describes the preimplant, implant, and explant procedures for the heartmate 3 left ventricular assist system. This section of the IFU includes steps to ensure proper engagement of the cuff lock. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. The IFU states that if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.